Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 5540030, 510k# k113174 and (B)(4) is approved for sale in us. (Intervention required) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent fixation from th9-s2. On an unknown date, post op, both side rods were broken between l3/4 and the s2 right set screw was backed out. The set screws have backed out completely. Re-operation is planned. Patient's fusion status is unknown. No patient symptoms were reported as a result of this event.